Event description:
It was reported that shaft break occurred. The 70% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. A 32 x 2.25 promus premier drug-eluting stent (des) was advanced for treatment. However, during the procedure, the shaft was found kinked and broken after it was removed from the patient. The device procedure was completed with a different device. There were no patient complications reported, and the patient was stable.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by MFR: promus premier ous mr 32 x 2.25mm stent delivery system was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. A visual and tactile examination of the hypotube shaft identified a break at 62cm distal to the distal end of the strain relief. Multiple hyptoube kinks were also noted. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. There was no sign of damage, stretching or lifting of the stent struts. No signs of movement, stent was set between the proximal and distal markerbands. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage. No other device issues were identified during returned product analysis.

Event description:
It was reported that shaft break occurred. The 70% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. A 32 x 2.25 promus premier drug-eluting stent (des) was advanced for treatment. However, during the procedure, the shaft was found kinked and broken after it was removed from the patient. The device procedure was completed with a different device. There were no patient complications reported, and the patient was stable.